Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the shaft. Microscopic examination revealed no additional damages. The balloon was still tightly folded, and the stent was still in the manufactured position on the balloon. Inspection of the remainder of the device presented no damage or irregularities. Based on analysis of the returned product, the reported allegations of stent dislodgement could not be confirmed.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the renal artery. A 7.0mm x 19mm x 150cm express vascular sd stent balloon expandable was advanced for treatment. During the procedure, the stent became dislodged while crossing the lesion. The stent, along with the entire delivery system, was successfully removed from the patient intact. The procedure was completed using another device of the same type. There were no reported patient complications, and the patient's status remained stable.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the renal artery. A 7.0mm x 19mm x 150cm express vascular sd stent balloon expandable was advanced for treatment. During the procedure, the stent became dislodged while crossing the lesion. The stent, along with the entire delivery system, was successfully removed from the patient intact. The procedure was completed using another device of the same type. There were no reported patient complications, and the patient's status remained stable.